Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced coiled cord cable between the screen and main unit to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units monitor turned black, the system had a constant tone and stopped pumping, this has happened in past with same system and after reboot the system worked again. There was no patient harm reported.